Event description:
It was reported that an ilet pump exhibited a cracked screen, and the user requested a replacement; the user reported elevated blood glucose during the event with a peak of approximately 215 mg/dl and an elevated range above 180 mg/dl for about 30 minutes, while backup therapy was used. Symptoms included hyperglycemia without ketone testing, medical intervention, loss of consciousness, or other acute effects. Outcomes included no hospitalization and no long-term impairment reported. Investigation included collection of event details and device replacement logistics with return of the original device for assessment. Investigation of this device revealed a damaged display component consistent with screen breakage, which impaired device interaction and shutdown. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.